Event description:
Customer reports to have been hospitalized on (B)(6) 2014; customer does not remember exact date. Customer was hospitalized for alcohol, ketoacidosis and being sick. Customer states he was not wearing insulin pump at the time of emergency room visit, but it's not clear how long prior was insulin pump removed. Customer was hospitalized for two days and states it was not related to insulin pump. Customer's blood glucose was 600 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).